Event description:
The nedle within the device detached from jaw of the device. The needle was removed from patient. The instrument was reloaded and then jammed. There were no reported ill-effects or injury to the patient. Procedure type: unk